Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received the open book image on the insulin pump screen. Customer's blood glucose level was 166 mg/dl. Customer also stated that there was no pump error displayed before the open book image was displayed on the screen. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device passed the sleep current test, active current test and self test. Device failed to rewind due to corroded motor home switch. Unable to perform the displacement test, rewind test, prime test, basic occlusion test, force sensor test and occlusion test due to rewind anomaly. Critical pump error (open book image) not confirmed. Moisture damage was found on the electronic assembly during visual inspection